Event description:
The pt had esrd with the need for hemodialysis and also had central venous stenosis. A hemodialysis reliable output graft (hero) was indicated to provide functional dialysis access. The hero graft was implanted surgically in 2009, based on a proximal brachial artery measuring 4.5mm. A right thigh catheter was replaced as well to be used as a bridging access. The pt was then seen in dr's office the following month, for a regular post-op visit and his hero graft was found to be clotted. An immediate thrombectomy was attempted by dr in his interventional procedure room. Normal protocol was followed for a thrombectomy. Upon positioning the introducer at the apex of the graft for removal of the arterial plug, the graft proceeded to tear open like a zipper longitudinally from the origin of the introducer. Total length of the zippered portion of the graft was approximately 3cm. Immediate hemostasis was accomplished by clamping the graft proximally and distally and then suturing the graft close. As a result of the graft zippering, te pt lost an estimated 400ml of blood. Following the procedure the pt was unable to stabilize his systolic blood pressure over 90 mm/hg. It was then decided to admit the pt to facility for stabilization and observation. The pt was hospitalized for 2 days and while hospitalized rec'd prbc's. The pt was then seen in dr's office eleven days later, and found to have an intra-access flow of 636 ml/min. Cannulation was not ordered yet due to persistent mile swelling and was scheduled to return in 2 weeks. The pt was subsequently seen the following month, and was found to have a clotted hero graft. A thrombectomy was scheduled but was never accomplished because the pt expired ten days later. He experienced a cardiac arrest in the ed at tulare hosp.